Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit disconnected from the heater base. Upon further clarification from the hospital it was identified that the reported disconnection was the distal temperature probe from the inspiratory limb of the rt380 adult dual heated evaqua2 breathing circuit. The hospital further reported that the patient experienced a significant desaturation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed no damage to the returned breathing circuit. No damage or deformation was found at the distal temperature probe port. A lot check could not be carried out as a lot number was not provided. Conclusion: no fault was found with the returned rt380 adult dual-heated evaqua2 breathing circuit. We are unable to determine what may have caused the problem reported by the customer. The hospital further reported that the circuit was in use for 24 hours before the reported incident without any issues and that they had no problems with inserting the temperature probes to the circuit assembly. The user instructions that accompany the rt380 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit disconnected from the heater base. Upon further clarification from the hospital it was identified that the reported disconnection was the distal temperature probe from the inspiratory limb of the rt380 adult dual heated evaqua2 breathing circuit. The hospital further reported that the patient experienced a significant desaturation.

Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(4) for evaluation and we are in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation.